Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an evt case, it was reported that the saber balloon catheter ruptured at ten (10) atmosphere (atm). The balloon was removed from the patient and the procedure was completed successfully without using another balloon catheter. There was no reported patient injury. The lesion was the subclavian artery. The patient¿s vessel level of tortuosity and calcification were unknown. The rate of stenosis was unknown. A stent (9.0*40 assurant, medtronic) was implanted in the target lesion and a saber balloon was delivered to the lesion for post dilation. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
During an endovascular case, the saber balloon catheter ruptured at ten (10) atmosphere (atm). The balloon was removed from the patient and the procedure was completed successfully without using another balloon catheter. There was no reported patient injury. The lesion was the subclavian artery. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis was one hundred percent (100%). A non-cordis stent was implanted in the target lesion and a saber balloon was delivered to the lesion for post dilation. The device prepped normally. There was no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A non-cordis inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17320059 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.